Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.50/1.0/128 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "the doctor chooses to place the lens implanted vertically during the second surgery." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. (B)(4).